Event description:
It was reported that pericardial effusion and hypotension occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro laa closure device was successfully implanted. The device was deployed within 2 deployments and an effusion sweep was performed post procedure, and it was clear. The patient developed a pericardial effusion in holding and was brought to catheterization laboratory for a pericardiocentesis. The patient was admitted to the hospital.

Manufacturer narrative:
B5 describe event or problem: updated with additional information receivedh6: patient code added per surpass data.

Event description:
It was reported that pericardial effusion and hypotension occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro laa closure device was successfully implanted. The device was deployed within 2 deployments and an effusion sweep was performed post procedure, and it was clear. The patient developed a pericardial effusion in holding and was brought to catheterization laboratory for a pericardiocentesis. The patient was admitted to the hospital. It was further reported that pericardial effusion with tamponade occurred.